Event description:
A customer observed a non reproducible, positively biased result with a pt sample using vitros hcg ii on a vitros eci analyzer. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event was unable to determine exact root cause of this event. Retesting of the same sample with the same lot of reagent used at the original test event produced expected hcg ii results. Sample processing parameters for the sample involved could not be verified. Analysis of the reagent lot calibration, daily quality control performance, instrument maintenance documentation, and datalogger file analysis found no evidence that an analyzer or reagent error had occurred. Precision testing results indicated that the system is performing as expected. There was no allegation of harm as a result of this event. The root cause of this event is unk.